Event description:
On (B)(6) 2012, integra received a medwatch report #(B)(4) from the user facility "during the last use, after using the instrument for the entire case, the team pulled out the instrument and noted the ring piece fell off. After closer inspection, it was noted a screw was missing. X-ray done on the pt and the screw was not found. Intended procedure was a laparoscopic robotic prostatectomy". Per the nurse risk mgr, the screw was not visualized on x-ray. On (B)(6) 2012, the nurse risk mgr reported the device will not be returned for investigation "as we had it repaired and it is back in service".

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.